Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was reported that the customer required assistance to treat an elevated blood glucose (bg) level. Bg value not provided. A manual injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was xx mg/dl.